Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the two battery pockets on the waist pack were broken. The waist pack was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that the waist pack had many "damages". Follow ups on device status showed that the two battery pocket's of the waist pack were broken. The waist pack was not returned for evaluation. A review of the manufacturing documentation confirmed that the waist pack met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged battery pockets can be attributed, but not limited to deterioration and/or due to the handling of the pack. The unit, however, was not available for analysis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.